Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis was not conducted for (B)(4) since the available controller log files did not log battery ids connected, cycle count, or saw values. Analysis of the device revealed that this one met specifications; the battery passed visual examination and functional testing. (B)(4) was capable of powering a test bed controller and motor fixture in excess of 5 hours. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that (B)(4) was discharging before expected when connected to the controller despite showing four green led lights. The battery was exchanged with no reported patient consequences. No further information was provided.